Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation shuts off spontaneously and he needs to use his programmer to turn it back on. All of the patient's impedances are normal and he does have stimulation coverage. The patient was told to turn off the magnet mode and keep a log when the stimulation was turning off. Follow-up information identified the patient's stimulation was still shutting off spontaneously even after he turned off the magnet. The patient was given three new programs to try for a week to see if it would resolve the issue. Follow-up pending.